Manufacturer narrative:
It was noted that the device is not available for evaluation. Should additional information become available, it will be provided in a supplemental report upon completion of the investigation. Not available.

Event description:
On (B)(6) 2022, 26mm inner head was accidentally used instead of 28mm. Due to this mistake, dislocation happened. Revision was performed. Left hip.